Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a sensing anomaly was observed. The rv was not capturing due to noise on egm. The sense/pace portion of the rv lead was capped and replaced. Defib portion remains active.